Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose of up to 450 mg/dl and would like to troubleshoot pump to see if it is working. Blood glucose at the time of call was 147 mg/dl. Troubleshooting found that the drive support cap was sticking out. Troubleshooting could not be performed as the insulin pump did not have a battery. Customer was advised to follow their medically prescribed back up plan. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The drive support disk was inspected and no anomaly was noted. The pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. The pump was received with a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.